Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited farfield oversensing on the atrial channel. Subsequently, right atrial (ra) sensitivity was decreased. Following the programming change, atrial undersensing and inhibition of left ventricular (lv) pacing were observed. Technical services (ts) recommended additional programming adjustments, including increasing the atrial sensitivity and extending the blanking period. No adverse patient effects were reported. This crt-p remains in service.

Manufacturer narrative:
This device was not returned for analysis, as it remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.